Manufacturer narrative:
The final 3 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 32 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 29 devices were functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of user error. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 32 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.